Event description:
The patient was implanted biventricular support. It was reported by the vad coordinator that the pvad lvad had a cracked pump housing and was leaking air. The cracks were repaired without further issue.

Manufacturer narrative:
The patient is ongoing with the repaired lvad and awaiting a transplant. No further information is available at this time. A supplemental report will be submitted when the manufacturer's evaluation has been completed.